Event description:
A doctor contacted baxter (B)(4) regarding particulate matter found in a cassette. The doctor reported black particles were found in the cassette before use. There was no patient involvement, patient injury or medical intervention reported with this complaint.

Manufacturer narrative:
(B)(4). This complaint is for a report of particulate matter was not confirmed and no root cause could be determined. The sample was returned and a visual inspection was performed. During the visual inspection the particulate matter found was 0.08mm sq which is smaller than 0.4mm sq as specified in the specification.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.